Event description:
It was reported that the insulin gauge displayed an amount different than expected, with a discrepancy of more than 30 units between the displayed fill estimate and the caller's expectation. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in reloading the cartridge and instructed them to deliver a 10.2 unit bolus. Despite these efforts, the issue persisted, and a pump replacement was arranged as a goodwill gesture. The customer chose to continue using the current cartridge rather than loading a new one.